Event description:
The customer's father reported that his son experienced high blood glucose results while wearing a pod. He said that the pod was worn for approximately 4 hours. He took one blood glucose reading, which was "high" (>500 mg/dl), at 10:48pm. His ketones were 1.9. The father stated that the cannula looked shorter than usual, as if it did not deploy all the way, and there was no insertion mark on the skin. He thought that the cannula never deployed properly. He also said there was insulin in the viewing window.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported cannula deployment issue or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.